Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a french patient developed a skin irritation. The patient described the irritation as a red mark on the patient's back. There are no allegations of any bleeding, oozing, or weeping wounds. The patient was prescribed a cold cream by his doctor and the irritation improved. Supplemental report 9/22/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The patient described the irritation as a red mark on the patient's back. There are no allegations of any bleeding, oozing, or weeping wounds. The patient was prescribed a cold cream by his doctor and the irritation improved.